Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device when pulling the bag out of the port the bag ripped. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval.